Manufacturer narrative:
Unique device identifier (UDI): ((B)(4) evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the hi torque guide wire instructions for use (IFU) states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). This guide wire may also be used with compatible stent devices during therapeutic procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a pacemaker procedure. A ht bmw universal ii guide wire and an unspecified 0.35 guide wire were in the patient anatomy due to tortuosity. When removal from the radial artery was attempted, the ht bmw universal ii guide wire experienced resistance with the other guide wire. The core of the ht bmw universal ii guide wire separated. The previously planned pacemaker procedure was completed, and then the patient was sent to the lab for removal of the separated portion of the ht bmw universal ii guide wire. There was a clinically significant delay due to the patient having to return to the lab later that day. The distal portion of the ht bmw universal ii guide wire was successfully retrieved using a snare. The patient was discharged home. There was no additional information provided.